Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico.

Event description:
Reference number (B)(4) event occurred in puerto rico. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025 and also the infusion set tubing came apart. The detachment was located close to site location. The infusion set was in use for few hours. The site of location was abdomen. The patient also reported that the pump was dropped with the set connected to their body. No further information available.